Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-00082, 3006705815-2021-00084. It was reported that the patient experienced ineffective stimulation. Imaging revealed that the leads had migrated to the ipg pocket due to the ipg flipping. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. The ipg was sutured down in the ipg pocket. Post-operatively, stimulation therapy was restored.